Event description:
Baxter sweden received a report that an infusor had no flow before use. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one used patient control module (pcm) watch for evaluation. The reported condition of no flow/non-delivery was not confirmed. Visual examination of the device showed no signs of physical abnormality that could have caused the reported problem. A functional test was subsequently performed by filling the pcm with water. After fill, the pcm button was pushed/pressed and flow was readily observed at the distal luer. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.